Event description:
Boston scientific crm received information that the daily measurement (dm) table for this device and left ventricular (lv) lead system recorded an lv pacing impedance measurement of greater than 2000 ohms in (B)(6) 2010. Currently, the system exhibited loss of capture in multiple configurations. When the pacing configuration was reprogrammed lv (tip) to right ventricular (rv) coil, the lv pacing thresholds and pacing impedance measurements were 0.8 volts and 480 ohms respectively. Technical services discussed the possibility of an outer lv conductor issue. The physician elected to permanently reprogram the device to lv(tip) to rv (coil) and will continue monitoring the lv impedance measurements.

Manufacturer narrative:
The available information suggests that the device and lead system remains in-service.